Event description:
Edwards received notification from a thv territory manager, a patient with a 29mm sapien 3 valve implanted in the aortic position for 3 years and 2 months, underwent an explant procedure due to a moderate perivalvular leak. Per the pre-operative transthoracic echocardiogram (tte), the ascending aorta was dilated and there was left ventricular hypertrophy. The sapien 3 tavr had a peak gradient 15 mmhg, mean gradient 9 mmhg), no valvar insufficiency, perivalvular leak noted equating to moderate insufficiency. Compared with the study a year prior, there has been a significant change: side by side imaging is similar, though report previously called perivalvar leak mild and lv normal in size. There was left ventricular hypertrophy. Per the operative note, the patient has developed worsening left ventricular dilation due to a moderate perivalvular leak. Upon discussion it was decided to explant the valve and performed a ross procedure, an rv-pa conduit was placed with a 24mm pulmonary homograft and replacement of the ascending aorta with a 22 mm hemashield graft. The patient tolerated the procedure well without complication. The patient was transferred to the ICU in stable condition and good hemodynamics.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The root cause of the pvl was likely due to patient related factors (history of bicuspid aortic valve and aortic root dilation). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The root cause of the pvl was likely due to patient related factors (history of bicuspid aortic valve and aortic root dilation). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a thv territory manager, a patient with a 29mm sapien 3 valve implanted in the aortic position for 3 years and 2 months, underwent an explant procedure due to a moderate perivalvular leak. Per the pre-operative transthoracic echocardiogram (tte), the ascending aorta was dilated and there was left ventricular hypertrophy. The sapien 3 tavr had a peak gradient 15 mmhg, mean gradient 9 mmhg), no valvar insufficiency, perivalvular leak noted equating to moderate insufficiency. Compared with the study a year prior, there has been a significant change: side by side imaging is similar, though report previously called perivalvar leak mild and lv normal in size. There was left ventricular hypertrophy. Per the operative note, the patient has developed worsening left ventricular dilation due to a moderate perivalvular leak. Upon discussion it was decided to explant the valve and performed a ross procedure, an rv-pa conduit was placed with a 24mm pulmonary homograft and replacement of the ascending aorta with a 22 mm hemashield graft. The patient tolerated the procedure well without complication. The patient was transferred to the ICU in stable condition and good hemodynamics.